Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the line power light on the vs was not illuminated as two fuses on the board were open. To restore functionality, the fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, power would not be delivered to the imaging system when plugged in to a known operational outlet. The imaging system was noted to be parked when the issue occurred. There was no patient present when this issue was identified. No additional information was provided.